Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The physician gained access via the right femoral vein and crossed the septum with no issues. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed. The device was too distal and a partial recapture was performed. The echo physician performed an imaging sweep for an effusion, but found no presence of one. The device was deployed again, but was still a little too distal. Another partial recapture was performed and an effusion sweep was performed once more and no effusion was found. The device was deployed a third time and this time it was positioned properly. The device met release criteria and was successfully implanted in the laa of the patient. A final effusion sweep was performed at this time and an effusion was observed at the end of the device. Pericardiocentesis was performed to drain the effusion. The patient was stable and was brought to the intensive care unit. It was later reported there was a perforation and the patient had a pericardial window performed. The patient was in the hospital for 10 days and passed away from complications. The cause of death is unknown at this time. Boston scientific is attempting to obtain additional information but none has been provided at this time.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The physician gained access via the right femoral vein and crossed the septum with no issues. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed. The device was too distal and a partial recapture was performed. The echo physician performed an imaging sweep for an effusion, but found no presence of one. The device was deployed again, but was still a little too distal. Another partial recapture was performed and an effusion sweep was performed once more and no effusion was found. The device was deployed a third time and this time it was positioned properly. The device met release criteria and was successfully implanted in the laa of the patient. A final effusion sweep was performed at this time and an effusion was observed at the end of the device. Pericardiocentesis was performed to drain the effusion. The patient was stable and was brought to the intensive care unit. It was later reported there was a perforation and the patient had a pericardial window performed. The patient was in the hospital for 10 days and passed away from complications. The cause of death is unknown at this time. Boston scientific is attempting to obtain additional information but none has been provided at this time. It was further reported that the perforation was noted when the physician was reviewing imaging from the procedure. The patient was taken to the intensive care unit following the pericardiocentesis for observation.

Manufacturer narrative:
The date of death was updated.